Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted (B)(6) 2017 for purulent drainage from the driveline exit site with leukocytosis, 26.6 × 109 per l, and high fevers concomitant with gout flare of bilateral lower extremities. A driveline culture grew (B)(6) , and blood cultures were negative. On (B)(6) 2017, CT of the chest and abdomen revealed findings consistent with driveline infection, with fluid and soft tissue infiltration along the driveline, and gas and fluid extending along the course of the lvad outflow graft that was also suspicious for infection. The patient was taken to or on (B)(6) 2017 and found to have necrotic tissue at the exit of the driveline with deep tissue abscess around the driveline extending to the muscle. Debridement was performed and cultures grew (B)(6). CT of the chest and anteroposterior were repeated on (B)(6) 2017, and revealed trace amount of fluid abutting lvad outflow graft and new bilateral small pleural effusions. The patient was taken back to or on (B)(6) 2017 and found to have xiphoid abscess deep to the distal elbow of the pump and outflow graft. 100 cc of pus was drained and debridement was performed. The patient was taken back to or on (B)(6) 2017 and (B)(6) 2017 for another incision and drainage. No additional information was provided.